Manufacturer narrative:
Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted. The patient reported halos and glare that affected her driving and expressed overall dissatisfaction with the lens. These symptoms were noted after implantation. The lens was removed and replaced during a secondary surgical procedure with a lens from another company. The patient was satisfied postoperatively. No further information is available.